Manufacturer narrative:
Add'l # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain at his ipg site. The pt stated the pain started approx 8 months after the scs system was implanted. The pt was provided with new programs to try and see if they would provide better stimulation coverage for his desired pain areas. Surgical intervention may be taken to move the ipg.